Event description:
A 50 patients, october-november, utilizing the on q elastomeric pump 400ml with ropivacaine 0.2%, had pump empty prior to intended infusion duration resulting in several hours of no pain relief as promised; most patients were discharged and so couldn't provide another pump. Anticipated infusion time ranged from 55-110 hours but resulting infusion time was 34-72 hours. FDA safety report ID # (B)(4).